Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being used beyond its useful life.

Event description:
It was reported that patient underwent hip arthroscopy on (B)(6) 2015. During the procedure, three suture anchors failed due to a rough spot on one of the prongs of the inserter. A straight guide and an additional anchor were used to complete the procedure. As a result, there was a 30-45 minute delay in surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "biomet sports medicine recommends that all instruments be regularly inspected for wear and disfigurement." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.